Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported by the spouse that the patient experienced inaccurate cgm values. The dexcom receiver reading was at 375mgdl. They did not do any finger stick since they don't have one and he did not feel any symptoms during that time. When they prepared for bed, she noticed that he was clammy and sweating, and after wards passed out. The spouse called an ambulance without checking the receiver. Once the ambulance arrived the paramedics performed finger stick and the reading was 47mgdl. The receiver was not checked. He was taken to the hospital and admitted to the emergency room. He was given IV fluids, which made him feel better. He was hospitalized for two days. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.